Manufacturer narrative:
D9: added information regarding the devices return. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/ hematoma: the cause of the hematoma was not determined due to lack of clinical details, no defect found in the returned device.

Event description:
An impella 5.5 device was inserted into the right axillary artery in a 33-year-old male presenting in cardiomyopathy and in scai stage d shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the nurse noted a small hematoma above the axillary incision. No intervention was required. The post-procedure outcome is unknown. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.